Manufacturer narrative:
Internal insulation abrasion under the rv shock coil was noted at 51.7-51.9cm from the connector pin. The etfe coating was abraded at this location, consistent with the field observation of inappropriate therapy delivery and noise.

Event description:
It was reported that the patient presented in the hospital after receiving inappropriate hv therapy due to noise. The noise was not reproducible in-clinic. The lead was explanted and replaced. Patient was stable post-procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.